Event description:
Surgeon was removing a cyst from the bladder. They cauterized 2-3 times. On the fourth attempt, the footswitch pedal got stuck and the electrode had to be removed from pt.

Manufacturer narrative:
Performed simulated use testing of electrosurgical generator, footswitch, and customer's bugbee electrode in the as-returned condition. Activated the generator (with footswitch and electrode attached) multiple times with both short and long activations (up to 2 minutes). The footswitch operated as intended since the generator stopped activating every time the footswitch was released.